Manufacturer narrative:
Upon receipt the lead was found cut 16 and 58cm distal to the is-1 connector pin. A proximal, medial and distal lead fragment were received for analysis. The medial and distal lead fragment were still connected via the conductor coil. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 45cm proximal to the lead tip, as well as between 10 and 9cm proximal the lead tip, the insulation was found abraded through. These damages are assumed to be the root cause for the observed oversensing leading to inappropriate shocks. Based on the characteristics, as well as the location of the proximal damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Based on the characteristics of the distal damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Further damages like the deformed rv shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 134 months inappropriate shocks were reported (via homemonitoring).